Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the stent moved on the balloon. The 90% stenosed target lesion was located in the moderately tortuous and calcified right common iliac artery. A 5mm balloon catheter was used to pre dilate the target lesion. A 8.0x30x75cm express-vascular ld stent delivery system was advanced but was unable to cross the target lesion. During the attempts to cross the lesion the stent moved from its mounted position on the sds. The sds was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.